Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, immediate implantation. Patient has poor oral hygiene and was wearing a temp partial with a significant amount of adhesive. When torquing locator abutment the implant came fall out of socket.